Event description:
It was reported the clinician attempted to interrogate/establish telemetry during follow-up of a patient's implanted pacemaker, without success. Troubleshooting attempts were also unsuccessful. Interrogation was subsequently achieved with a different programmer. It was unclear whether the programmer or programmer rf (radio-frequency) head was the cause of the issue. Both were returned for testing and repair. It was further noted that subsequent to this event, the programmer and rf head were tested with an implantable device in the box and utilized with several other patients successfully.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis could not confirm the reported event. Programmer interrogated multiple devices, both wired and wireless with no interrogation issues. Programmer passed functional tests. ECG (electrocardiogram) connector is loose on a printed circuit board assembly. Display lowers in certain positions. (B)(4) - rf (radio frequency) head passed functional tests. It is noted the rf head cable is slightly stiff (first 18 inches leaving the rf head). Rf head label is missing coating.